Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced different high blood glucose level was 522, 422, 408, mg/dl. The customer had no any symptoms. Based on customer report customer did allege pump was for the basal and the wizard. The insulin pump will not be returned for analysis.